Manufacturer narrative:
Further information was requested, but not received.

Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.